Manufacturer narrative:
G4: 01jun2020. B4: 01jun2020. Touchscreen user interface assembly was received for evaluation. There were no signs of damage or contamination during visual inspection. After testing, it was determined no fault was found on the touchscreen that was received. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 17feb2020. B4: 02mar2020. During evaluation, the field service engineer confirmed "check vent: ventilator restarted" in the log so the central processing unit (cpu) printed circuit board assembly (pcba) was replaced. The device passed all testing and is functioning as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26feb2020.

Event description:
The customer reported that the device's touch panel was not responsive. The device was evaluated by the field service engineer, but the reported issue was unable to be duplicated. No issue was confirmed. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The field service engineer replaced the touchscreen assembly as a precaution.